Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. The physician believed it was not device related. The patient underwent an ipg pocket relocation procedure and was doing well postoperatively.